Event description:
It was reported that a pulse generator displayed: diagnostics cleared due to invalid data. Atrial output was programmed from 2.5 v to 5.0 v. It is unknown how the device was programmed. The device was reprogrammed back to nominal. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.